Manufacturer narrative:
(B)(4). PMA/510(k) #: k124030. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that two cook® single-use holmium laser fiber glass tips broke off in the scope during a ureteroscopy with a laser lithotripsy. A third fiber had to be used in order to successfully complete the procedure. One ncircle tipless stone extractor was kinked on the shaft. Two other extractors were used but were kinked on the tip (please refer to MDR #1820334-2018-01195 and MDR # 1820334-2018-01196). They were all difficult to close after kinking. The user had to use a fourth basket to successfully complete the procedure. (B)(4) - 2 ncircle tipless stone extractor - MDR# 1820334-2018-01195, (B)(4) - 1 ncircle tipless stone extractor - MDR# 1820334-2018-01196, (B)(4) - 2 cook® single-use holmium laser fiber - MDR# 1820334-2018- 01197. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned devices was conducted. The investigation also included a review of drawings, the instructions for use, manufacturing instructions, quality control data, specifications, and trends. Two used laser fibers labeled rpn hld-s273-h30 were received. Fiber a, measured 300.3cm in length. The fiber quartz is bent on the distal tip at 2mm behind the edge of the blue cladding. 6.5mm of quartz extends beyond the blue cladding. Fiber b, measured 299.8cm in length. The cladding on the distal tip had a black charred appearance indicating energy has been transmitted through this fiber. Under magnification the quartz was observed to have a broken edge. The quartz extended beyond the blue cladding approximately 1-2mm. The cause of fiber damage could be attributed to any of the scenarios listed in the following precautions found in the devices instructions for use (IFU). Precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power. Continuous lasing with the fiber tip in contact with tissue. Improper handling poor lasing beam alignment of focus never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. The lot number of the complaint devices was not provided, therefore; a review of the device history record could not be completed. A review of the complaint history records associated with the complaint device lot number was also not able to be performed without the lot number. A review of relevant manufacturing documents was conducted. This device is inspected visually and functionally for cracks and fractures by manufacturing and quality control. No notable gaps in production or processing controls were noted. The definitive cause of the glass tips breaking is not known but can be caused by several factors that are noted in the IFU. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.